Manufacturer narrative:
(B)(4); device was not returned for evaluation. The following information was requested, but unavailable: was the cutline complete? How was the procedure completed? Was there any patient consequence? Surgeon name?

Event description:
It was reported that during a colon procedure, the staple line was incomplete. It is unknown how the procedure was completed. There was no patient consequence reported. The device was discarded. There is no further information about the event at this time.